Event description:
It was reported that during a deep brain stimulation (dbs) lead implant, the physician inserted the lead and conducted micro-electrode recording (mer). After the mer, the patient exhibited symptoms consistent with an intra-cranial hemorrhage. The physician aborted the procedure and the patient was sent to have a computed tomography (CT) scan. The physician assessed that there was no device malfunction. Post-operatively, the patient was assessed to be hemiplegic with a facial droop on the left side and experienced weakness in the left arm.